Event description:
The customer reported that the system was down. The tin snapepd off following a procedure. They completed the procedure on the same unit.

Manufacturer narrative:
This MDR is related to ge healthcare complaint.